Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, which had occurred at least three times previously with the same pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided instructions for returning the faulty pump. The customer planned to continue using the current pump until the replacement arrived and was advised on backup therapy and additional steps upon receiving the new device.